Event description:
Philips received a complaint by the customer on the v60, indicating touchscreen issues. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that there were touchscreen issues. A proposal for service was sent to the customer and is currently pending customer response.

Manufacturer narrative:
H10: the customer called in to report that there were touchscreen issues. A proposal for service was sent to the customer but later expired after no response from the customer. No work was performed by philips. The proposal for onsite service expired as there was no response from the customer. No work was performed by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.